Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, an inappropriate shock was delivered. Troubleshooting and further evaluation of the system was discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the therapy of the patient was turned off and a system replacement procedure was scheduled for the near future.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. B1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, an inappropriate shock was delivered. Troubleshooting and further evaluation of the system was discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the therapy of the patient was turned off and a system replacement procedure was scheduled for the near future. Additional information was received detailing that the system was explanted and replaced. Additionally, suspicions of lead fracture were raised, however, it has not been confirmed. This system is expected to be returned for analysis. No further adverse patient effects were reported.